Event description:
During urology procedure, storz urethrotome sheath was inserted, with camera. Surgeon and o.r. Nurses noted a band of metal across the scope vision. Urethrotome sheath immediately removed and a piece of metal was removed, by the surgeon, with a hemostat. A sharp edge was noted at the end of the urethrotome. No injury to pt. Urethrotome involved is still in the possession of the facility. Storz notified of incident. Involved product was purchased from storz in 2006 and was used on a few cases. Facility thought they purchased a product that had been used on recent demos. Upon notifying the storz rep after this incident, facility was told, by storz rep, that this product had been in use since 1998.